Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level went up to 559 mg/dl. The customer was not feeling good. They treated their blood glucose level with 10 units using the insulin pump. There was a leak around the site behind the tape. The infusion set cannula was bent. The customer declined to continue troubleshooting. The insulin pump will not be returned but the infusion set will.